Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to lead break identified via x-ray. Further follow up revealed that the patient had undergone revision surgery during which both the generator and lead were replaced. No serious injury was reported in conjuction with the apparent lead discontinuity.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.